Event description:
Customer reported an rh discrepancy on the galileo using anti-d series 4. A donor sample resulted as o positive using reflex aborh assay. The sample was tested at an outside hospital and the result was o negative.

Manufacturer narrative:
Fwd_aborh testing was performed with in-house donor samples of known abo/rh types using retention anti-d series 4, lots 504702 and 504721, on an in-house galileo. All in-house donor samples typed as expected. The returned sample exhibited gross hemolysis upon receipt and could not be tested on the galileo. Hemagglutination tube testing was performed with the customer's sample using a variety of anti-d reagents, including retention anti-d series 4, lots 504702 and 504721. The sample was nonreactive in all testing with all anti-d reagents tested. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype do to the abscence of the reverse type results. For this reason abo-rh results should always be compared to the patient or donor's history.